Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open examination under anesthesia (eua) larynx, oesophagoscopy, radical excision lymph nodes of the neck, bilateral partial parotidectomy excision of submandibular salivary glad, neurologists bilateral neck dissection and excision lesion on floor of mouth procedure. The patient has undergone chemotherapy or radiation treatments. The clips did not close properly. The last clip did not form properly, and then the clip applier jammed and would not dispense more clips. A clip fell into the patient cavity and was retrieved. In order to resolve the issue and complete the case, opened a new clip applier. There was no patient harm.